Event description:
Healthcare professional reported "rupture and capsular contracture, baker grade iii". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and capsular contracture baker grade iii.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22mar2024.

Event description:
Healthcare professional reported "rupture and capsular contracture, baker grade iii". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on anterior assessed as surgical damage and observed an opening on posterior assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Additional observations: stress marks observed on the device.

Event description:
Healthcare professional reported "rupture and capsular contracture, baker grade iii". This record is for the right side. Device has been explanted.